Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode delivered inappropriate shocks over the weekend and noise with isometrics was observed on all three vectors. The patient was admitted, and x-rays were taken to confirm s-ICD and electrode locations. Possible device or electrode migration was discussed as a possible cause for the noise, however there was no evidence of migration via x-rays or fluoroscopy. X-rays showed the s-ICD was well-placed, however the electrode was more medial. Subsequently, the electrode was surgically repositioned further left for more resilient r-wave amplitude reduction. This electrode remains in service. No additional adverse patient effects were reported.